Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller states he is not interested in resuming scs therapy as he has let his stimulator deplete and doesn't have his externals. Agent reviewed coordinating MRI related actions with the pt's managing doctor. Pt states he needs an MRI of legs and notes he is still having issues with pain in his back. The pt states that his stimulator was never effective and he notified the mdt rep(s) right after ins was implanted (notify date not clearly provided beyond pt saying it was after implant). Pt previously had an abbott device on other side of body. Pt notes fenatnyl is the medication in his pump. The pt states the pump is working but they are still working through his medication. The pt states that as far as his stimulator goes, it is not providing stimulation where he needs it and the mdt rep(s) (name(s) asked, unk) were not able to resolve this with programming. The pt states he has likely lost all his scs related externals. [See related information in pe (B)(4) - pump].

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for the call was the patient stated they had an appointment this morning with the pain management team at office and they were informed to call to get a referral to have the spinal cord stimulator explanted. Patient stated the stimulator was implanted on (B)(6) 2024 and when they came to the recovery room the stim was not stimulating his back. Patient said it felt like it was stimulating his bladder and they had it at a high setting and they got a nurse as soon as they could to get theremote to turn it to the low setting because he was being overstimulated and it wasn't stimulating his back. Patient stated the stimulator was stimulating in the bladder region in the front right and it should be on the left side of the back. Patient said they haven't used the device in over a year and haven't charged it and it's not worth it because it is not stimulating the back, it's stimulating the bladder and its been a night in there. Patient stated this is the second ins he will be getting removed and he is not happy about it. Patient stated he is frustrated with the process. Patient mentioned he worked with several representatives (reps) years ago to reprogrammed the implant. Patient service reviewed reps role. Agent asked for medication in the pump and patient said fentanyl. Agent reviewed removing of a device is a medical procedure and recommend patient consult with his hcp ofc. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.